Manufacturer narrative:
Carefusion complaint number: (B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. The customer stated that the unit was calibrated and is now working to factory specifications. No parts were replaced therefore no parts are being returned (B)(4).

Event description:
The customer reported that this unit was alarming circuit occlusion and ext high p peak pressure. It is unknown if there was any patient involvement.